Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot or serial number the service & repair history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of the straight ball spike instrument has a crack and that pieces are missing from it. The issue was discovered after the cleaning process. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review: part no: 398.54, lot no: xxxxxna: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A product investigation was completed: the complaint condition for the 398.54 straight ball spike with unknown lot number was likely caused by numerous years of consistent use and possible hammering or other rough handling during surgery; however, this complaint is not likely a result of any design related deficiency. The 398.54 straight ball spike is an instrument routinely used in the 115.86 pelvic reduction instrument set. The device was returned and reported to have cracks in the handle and chunks missing. This condition is confirmed; the proximal end of the phenolic handle is cracked and splitting with several small pieces missing. It is likely that numerous years of use and possible hammering or rough handling has led to this complaint condition. The balance of the returned device is in very worn condition with a dulled point and markings all along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and a service and repair evaluation were performed: the customer reported the handle was cracked and had chunks missing out of it. The repair technician reported the point of the spike was flattened, the item had no lot number listed, and the handle was cracked. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.